Manufacturer narrative:
The pump powered up properly after battery installation, and was received with operating currents within spec. The pump was monitored and no blank display anomalies were noted. There was no damage on the lcd isolation tape noted. The pump passed rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. There was no unexpected no delivery alarms noted. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The mother states the device has alarmed for no delivery and low reservoir. The mother states the pump has also powered itself off. The customer's blood glucose level at the time was 453mg/dl. The customer treated the high with insulin pen. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.